Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. In this case, based on the reported information, the filter migration appears to be related to inadvertently pulling back the filtration element during advancement of the rx acculink. An image of the devices after removal was received. The image is consistent with the reported information that the proximal end of the filtration element became wedged within the tip of the rx acculink, causing the difficulty removing resulting in the units to be removed as one. The emboshield nav6 instruction for use (IFU) provides the following precautions: maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. A query of the complaint database was performed and there have been no other incidents reported for this lot. In this case, the reported migration appears to be related to the operational context of the product/procedure and there is no indication to suggest a product deficiency.

Event description:
It was reported that the emboshield nav6 filter was deployed over a barewire in the distal right internal carotid artery. No stent predilatation was performed to the 99% stenosed lesion. During advancement of the acculink stent delivery system(sds), the barewire was inadvertently pulled back, resulting in the proximal filter engaging the distal tip of the sds. The filter could not be disengaged from the sds. The sds and the filter were removed together as a unit, without intervention, leaving the barewire in the vessel. Another filter was positioned over the existing barewire, predilatation was done, and the same acculink sds was successfully deployed in the target lesion. The second filter was retrieved without difficulty and the procedure was completed. There was no adverse patient effect. Though requested no additional information was provided.